Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had partial display. Customer's blood glucose level was 246 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump was received with minor scratches on the lcd window. The insulin pump powered up properly after battery installation and no missing segments or partial display noted. The insulin pump passed the self test and displacement test. The insulin pump was programmed for a bg and bolus through the bolus wizard and no display anomalies noted during testing.